Event description:
Information was received from a healthcare provider and company representative regarding a patient who was currently receiving hydromorphone (dilaudid) with concentration 6 mg/ml at a dose rate of 2.44 mg/day and bupivacaine with concentration 10 mg/ml at a dose rate of 4 mg/day via an implantable pump for spinal pain. It was reported that regarding pump reservoir volume discrepancies, they normally get back more drug than expected. Specific dates of volume discrepancies, actual reservoir volumes, and expected reservoir volumes were not reported. There were no medical symptoms reported. Refer also to MFR report # 3004209178-2016-12509 regarding a subsequent event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.